Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilateral essure coils notes to be perforated through bilateral') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and an endometrial ablation in 2012". The patient's medical history included female sexual dysfunction, lower abdominal pain, apnea, diabetes mellitus, diverticulitis, diverticulosis, hemorrhoids, irritable bowel syndrome, meniere's disease, obstructive sleep apnea syndrome, supraventricular tachycardia, yeast infection, dysmenorrhea and uterine enlargement. Concurrent conditions included uterine bleeding, endometrial polyp and dyspareunia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and removal of essure coils, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: bilateral fallopian tubes with essure coils: benign bilateral fallopian tubes and metallic-essure coils identified.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: essure coils notes to be perforated through bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: fu one and two were processed together. Medical record received: previously reported event ¿medical device removal¿ replaced with new event.new event were added: essure coils notes to be perforated through bilateral fallopian tubes, chronic pelvic pain and essure and an endometrialablation in 2012. Patient history, lab data and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on date (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.